Event description:
Lateral fusion l3-4 cage 8x22x60 10º broke off the introducer handle while placing it in patient. Broken cage was removed and replaced with smaller implant 8x18x60mm 10º. Manufacturer response for cage coroent xl-l, nuvasive coroent xl-l (per site reporter). Vendor representative would like the device when possible.